Manufacturer narrative:
Product complaint (B)(4). Investigation summary the returned part was examined by the manufacturer and the device met specification. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Size issue. The outer diameter of acetabular cup is too small to implant.